Event description:
It was reported that a during a epiphyseal arrest right shoulder procedure the bur broke into six pieces. It was also reported that the broken pieces were retrieved with suction and a grasper. It was further reported that the surgeon had no concerns about any pieces being left behind in the pt and that another bur was readily available to successfully complete the procedure.

Manufacturer narrative:
The bur subject to this MDR was not returned to the manufacturer for eval. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.